Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was returned without conducting/completing a reprocessing at the facility. As a result, foreign material remained in the biopsy channel outlet and biopsy channel port. The customer believed that the yellowish foreign material is part of the 3d printing model used in a workshop. No malfunction was reported from customer. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in bf-190 series operation manual chapter 3 "preparation and inspection." IFU states that preventive measure in bf-190 series reprocessing manual chapter 5 "reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The device's unique identifier number (UDI) is (B)(4).

Event description:
The customer reported to olympus that the bronchofibroscope had yellowish foreign material on the biopsy channel outlet and port. The issue was found during an unspecified procedure. There were no reports of patient harm.